Manufacturer narrative:
H6. Evaluation codes: updated. The product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on reviewing the service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. The product's historical records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main board assembly was not working. There was no patient involvement and no harm/adverse event reported.